Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A tracheal tube was returned for investigation. An inflation deflation test was performed by applying air to the cuff. It was observed that the cuff deflated immediately. The sample was submerged into a cup of water and the cuff was observed to leak air. The guidelines and manufacturing controls were reviewed and found acceptable to identify the reported failure. The tear condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
It was reported that during use of an endotracheal tube, the cuff broke and replacement was required. No report of serious injury or death is associated with this event.